Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. The reservoir fits properly into reservoir compartment.

Event description:
The customer reported via phone call of a broken insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that the crack is on the outside of the pump near the reservoir. The customer stated that the crack is on the o-ring of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.